Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed and information is not available per facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that versacross access solution was selected for atrial fibrillation (a fib) pulmonary vein isolation procedure. During insertion, versacross device got stuck on wire when inserted few inches into the patient's body. It was unsafe to use. The procedure was completed successfully by using different device, same model. No patient complication was reported.